Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe leaked between the tip of the syringe and the needle during use. There was no report of exposure, serious injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one decontaminated syringe sample and one needle sample were received for evaluation by our quality engineer. Upon visual inspection of the syringe and needle, no damages or molding defects could be observed. A device history record review did not reveal any anomalies during the production of lot number 1711009 that could have contributed to the reported defect. Leakage testing was performed on the returned syringe, no leakage was observed in the syringe connection. No leakage was observed between the hub of the needle and the syringe tip. Tip verification testing and needle hub verification testing is performed within the manufacturing facility per procedure. As the reported defect could not be observed within the provided samples, a manufacturing related cause could not be identified. It has been determined that the leakage was a result of the connection performed by the user between both devices. Investigation conclusion: since syringe meets iso594 regulation and leakage test results was correct and no defect has been found in the needle hub it can be confirmed the root cause of the alleged defect is not a syringe manufacturing defect. It is related to the connection performed by user between both devices.

Event description:
It was reported that the bd emerald¿ syringe leaked between the tip of the syringe and the needle during use. There was no report of exposure, serious injury, or medical intervention noted.

Event description:
It was reported that the bd emerald¿ syringe leaked between the tip of the syringe and the needle during use. There was no report of exposure, serious injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.